Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed an inset 23 in infusion set but did not fill the tubing prior to attaching it, after which insulin delivery was resumed and the user noted elevated glucose on the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.